Manufacturer narrative:
Patient information is unknown. This report is for an unknown norian drillable cement/unknown lot. Part and lot number are unknown; UDI number is unknown. Due to intra-operative issues, the device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the norian drillable inject did not mix properly. The issue happened during an unknown case on an unknown date when the rotary mixer completed the cycle and the product was rolled through to press into the instruction needle where it failed to do so. There was a two (2) minute surgical delay. Patient outcome was not reported. Concomitant devices reported: rotary mixer (part mxr-us-2000, lot unknown, quantity 1). This report is for an unknown norian drillable cement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. This complaint will be voided as a duplicate and the complaint of record is (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.